Event description:
Intermittent catheter patient (user) reported she contracted a uti. There was no device problem or injury reported. Patient was prescribed an antibiotic and has fully recovered. Patient plans to change brands.